Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was provided to the manufacturer through their device tracking system indicating that a pump exchange took place on (B)(6) 2014; the cause of the exchange is noted as "pump thrombosis". Subsequently, the patient expired on (B)(6) 2014, three days after the pump exchange reportedly due to an anoxic brain injury. There were no device issues reported on the patient's latest pump.

Manufacturer narrative:
The attached user facility report was received from the (B)(6) registry.no further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Manufacturer narrative:
Approximate age of device - 9 mo. According to the information provided, the lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
Additional information: the (B)(6) report indicated " admitted low flow alarms, increased symptoms heart failure, tea colored urine, elevated ldh and creatinine. Speed change echo showed persistant pulse at 12,000 rpm suggestive of pump thrombosis. Device exchanged and thrombus noted within pump around bearing site. Right hemicolectomy due to ischemia".